Manufacturer narrative:
Correction: g3 - the date received by manufacturer should have been 21 sep 2023 rather than 22 sep 2023 in the original report.

Event description:
Related manufacturer reference number: 2017865-2023-48478. It was reported that the patient's implantable cardioverter defibrillator and right ventricular lead exhibited over-sensing. No intervention was performed. There were no patient consequences.